Event description:
This unsolicited device case was received from a local legal department in the form of medical records from united states on (B)(6) 2014 via a consumer. The case involves a female pt of unspecified age who developed infection, multiple pelvic abscesses and complained that product failed to perform in a manner consistent with its marketing for known, expected and intended use (subtherapeutic response) and possible product contamination after seprafilm placement. No past medical history, past drugs, concomitant medications or concurrent conditions were reported. On an unspecified date in (B)(6) 2012, the pt was hospitalized. On (B)(6) 2012, the pt underwent caesarian-section delivery of her baby and seprafilm was placed ( number of sheets, anatomical location, lot/batch number and expiration date unspecified) for postoperative adhesion. Around (B)(6) 2012, the pt was discharged. On (B)(6) 2012, pt was again hospitalized for complaints including but not limited to chills, fever, pain, and weakness. On (B)(6) 2012, pt was again hospitalized for complaints including but not limited to chills, fever, pain, and weakness. On (B)(6) 2012, pt was discharged. On (B)(6) 2012, pt was hospitalized for the third time. Reportedly, consent was obtained from the pt for laparoscopy with laparoscopic removal of the disease, possible right salpingo-oophorectomy and laparotomy. On an unk date, the pt developed multiple pelvic abscesses. It was stated that seprafilm was during c section was contaminated (possible product contamination) which caused infection. An unspecified dates, pt underwent total abdominal hysterectomy and bilateral salpingectomies (w/o her consent) and cystostomy and drainage of multiple abscesses. On (B)(6) 2012, the pt was discharged. It was reported that the pt sustained severe and serious injury to her person, including but not limited to the inability to bear children. Corrective treatment: multiple pelvic abscesses: drainage of multiple abscesses. Infection: not reported. Outcome : infection, multiple pelvic abscesses and "failed to perform in a manner consistent with its marketing for known, expected, and intended use": unk. Seriousness criteria: infection and multiple pelvic abscesses: hospitalization. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the cause role of the seprafilm cannot be excluded for the occurrence of the infection and multiple pelvic abscesses, however, the lace of information regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.